Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap leaked iodine. The event was further described as the "transfer set can't fit tightly with the mini cap, and the iodine leaked out." This occurred after replacing the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.